Event description:
Based on info provided and an investigation at the site, three people entered a vertical platform lift at the lower level. A fourth person was operating the lift from outside using the lower control. The lift traveled approx 2 inches and stopped because, the lower door had not locked. Two people exited the lift but the third chose to remain inside while someone attempted to manually lower the lift to allow the door to close and lock properly. A fifth person decided to remove an access panel to provide access to the manual lowering opening. He apparently dropped the access panel, which struck the person in the lift on top of her head. She reportedly passed away six hours later from the injury.

Manufacturer narrative:
An on-site investigation was conducted. The lift was functioning normally at the time of inspection. It appears the lower door was obstructed and did not lock properly on the day of the incident. The safety mechanism stopped the lift after traveling approx two inches as designed. The door was likely held slightly ajar due to overcrowding on the lift (3 people). The access panel is designed so that it can be rotated out of the way to allow access to the manual lowering mechanism. It is not intended to be completely removed. The person who was attempting to use the manual lowering mechanism, removed all of the bolts, allowing the panel to be dislodged, fall, and strike the user on the head. There were no defects noted on the lift.